Event description:
It was reported that the pt diagnosed with flat back syndrome underwent surgery for l2 osteotomy and posterior spinal fusion at t8-s1. Approx 6 months post-op, the pt reportedly had a fractured rod and underwent a revision surgery for replacement of both rods and addition of crosslinks.

Manufacturer narrative:
The device has not been returned to medtronic for eval. Unable to determine cause of the event.